Manufacturer narrative:
Date of event: unknown. Additional PMA / 510(k)# k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger of a bd¿ ultrasafe x100l png clear nvs stein was fallen out when patient took the medication out. When she tried to put the plunger back on, the syringe broke. The following information was provided by the initial reporter: ¿ patient stated when she took the medication out the box the spring came off and when they tried to put it back on the syringe broke".

Manufacturer narrative:
H.6. Investigation summary: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence.

Event description:
It was reported that the plunger of a bd¿ ultrasafe x100l png clear nvs stein was fallen out when patient took the medication out. When she tried to put the plunger back on, the syringe broke. The following information was provided by the initial reporter: ¿ patient stated when she took the medication out the box the spring came off and when they tried to put it back on the syringe broke.¿